Manufacturer narrative:
The subject device was reported to have moved within the disc space. The patient had pseudarthrosis present in the disc space, which was identified over 2 years after implantation. The surgeon believed a device explant was the best course of action. The device history record was reviewed for the subject device. The device was found to be conforming to all quality specifications upon initial release. A device evaluation is in progress. When further information is available, a follow-up report will be submitted.

Event description:
It was reported that the implant had moved within the disc space and would need to be surgically repositioned or replaced.

Manufacturer narrative:
This report is to supplement MDR# as the device evaluation has been completed. The device was returned after removal. Technical evaluation of the device identified no defects or non-conformances which would have caused or contributed to the migration of the device. The device has been scrapped to prevent any future use.